Manufacturer narrative:
The insulin pump had no critical error, dark display or stuck button alarm noted during testing. The insulin pump passed the leak test. The pump had no button response due to corroded keypad flex trace fingers. The electronic assembly and motor had moisture damage. The insulin pump had minor scratched display window, scratched case and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's father reported via phone call, the screen on the insulin pump had gone dark and there is a red x on the screen. Customer's blood glucose was 6.5 mmol/l. The device had alarmed a critical pump error on the screen. Customer's father thinks it might have been a button error. Customer's father was advised the device needed to be replaced. He was advised the device needed to be replaced seems buttons are stuck. The device is not returning for analysis.